Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The aus was removed during a previous surgery and then replaced with a new aus system consisting of a 5 cm cuff, a pump and a 71-80 cm balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested.